Event description:
It was reported that the iab was placed in the pt in the cath lab. Thept subsequently went into the or for emergency CABG. After approx 3 days of use, the pump experienced helium loss alarms. The iab was removed and replaced. There were no pt complications.